Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. PMA/510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Device history records (DHR) review was completed for part: 04.027.052s, lot: 1l13226. Manufacturing location: (B)(4), release to warehouse date: aug 16, 2018, expiry date: aug 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Product investigation was completed. Upon visual inspection of the complaint device it can be seen that we have received the article in a locked condition. In addition, the received device shows dents and scratches, as well some color fading from use all over the surface of the part. Furthermore, the received device shows scratches all over the surface of the part, additionally one (1) of the four (4) lips are in a damaged and deformed condition. During investigation a functional test was performed, the blade passed the functional test. Drawings and revisions are in accordance to DHR of production lot 1l13226. All relevant features are defined on the used drawing revisions of DHR of production lot 1l13226. Furthermore, the reported device was assembled according to drawing, and all parts went through a 100% functional test, before they had left the production. As the blade is fully functional, the complaint is unconfirmed. Based on that, that the article is blocked, and that the function is affected, the complaint is confirmed. No product fault could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, open reduction internal fixation with proximal femoral nail antirotation (pfna) ii system was applied to surgery for femoral trochanteric fractures. When the surgeon tried to lock the pfna blade, the unknown impactor rotated freely, and the blade could not be locked. It was also observed that the connection part of blade, the part of the blade to connect to the impactor, was slightly deformed. The blade was replaced with another one of the same size. The surgery was successfully completed with a 30-minute surgical delay. There was no adverse consequence to the patient. Concomitant medical devices: impactor (part unknown, lot unknown, quantity 1). Pfna nail (part unknown, lot unknown, quantity 1). Screw (part unknown, lot unknown, quantity 1). This report is for one (1) pfna blade. This is report 1 of 2 for (B)(4).